Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a small piece of pad printing approximately 0.1 x 0.1 was missing at the tube extension. The electrical continuity test was performed and passed. No other damaged was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the tube extension pad printing removal could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that after completion of a da vinci hysterectomy procedure, noted orange insulation peeling after removing the monopolar curved scissors instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.